Manufacturer narrative:
Product event summary: data files and the balloon catheter 2af283 with lot number 13129 were returned and analyzed. The files showed that at least seven applications were performed with balloon catheter 2af283 with lot number 13129 without any system notices. The files also showed at least one application was performed in each file without triggering any system notices. Another set of files showed system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the date of the event. Visual inspection of the returned balloon catheter showed that the catheter was intact with no apparent issues. It was used for 7 applications. A system notice 50005 (leak detection) was triggered upon connection. No further performance testing with the console could be performed. Dissection and pressure testing revealed a guide wire lumen breach within the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach.

Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.